Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported recurrent mr was a cascading event of the reported partial clip movement. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr). Mitraclip xtw (30502r1025) and a mitraclip (30313r1037) was implanted. The procedure was completed with two clips implanted. On november 11, 2023, an echocardiogram was performed and revealed recurrent mr with grade 4 and that the clip detached from the leaflet (single leaflet device attachment/slda). No additional information was provided. Subsequent to the initially filed report, additional information was provided. On (B)(6), an echocardiogram was performed and revealed that the mitraclips had not detached off the leaflets (not a single leaflet device attachment/slda), but the leaflet had slipped from initial insertion. The clips were stable on the leaflets. The mitraclip xtw had partially moved on the posterior mitral leaflet (pml) and the mitraclip nt had partially moved on the pml. The patient remains hospitalized. No additional information was provided.